Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: gel mentor memorygel breast implant 250cc, catalog number 3544250, lot number 6630389. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient underwent a breast implantation procedure of unknown type with gel mentor memorygel breast implants 250cc and experienced dissatisfaction with procedure outcome. The patient desired new size and shape implants. As a result, the patient had undergone removal and replacement with mentor breast implants of unknown type on (B)(6) 2018. In addition, upon explantation, the physician noted that the usual engravings did not seem to be in their place, and was concerned that the devices may have been counterfeit.

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device or on the shell surface. Upon visual examination, the device appears intact and the products returned were reviewed and have correct lot and volume marks. No other anomalies were discovered. Potential cause: complaint was not confirmed, the products returned were reviewed and have correct lot and volume marks. There is no evidence that the issue is related with manufacturing. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. (B)(4).

Manufacturer narrative:
On 09/06/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device or on the shell surface. Upon visual examination, the device appears intact and the products returned were reviewed and have correct lot and volume marks. No other anomalies were discovered. Complaint was not confirmed, the products returned were reviewed and have correct lot and volume marks. There is no evidence that the issue is related with manufacturing. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).